Event description:
It was reported via repair work order that the bed had intermittent footboard function due to broken pin connector housing and damage near connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.